Manufacturer narrative:
Without additional information hollister is unable to conduct an evaluation. Calls to the hospital were not returned.

Event description:
It was reported by medwatch - "situation in the ICU with an ett holder where it malfunctioned, causing a patient to extubate themselves and have to be reintubated by anesthesia". The ett holder was identified as the anchorfast oral endotracheal tube holder. No additional information is available.